Event description:
According to the reporter: procedure: unk. During use, the ring broke and the bag fell off. No tissue damage or further issue was reported. No component was left in pt cavity.

Manufacturer narrative:
(B) (4). (B) (4).